Manufacturer narrative:
Strain relief. This report captures the patient's replacement port that was removed due to leakage. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as a strain relief. Red particles were observed on the port tubing junction, inner surface of the strain relief and on the port base near the anchors. Blue discoloration was observed on the port tubing. A port leak test was performed an no leakage was observed. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, wear and thinning was observed at the end of the port tubing. The port tubing had a striated end cut, consistent with device removal activities. The strain relief was observed to have four striated openings, consistent with device removal. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a tubing leak. "[Patient] received adjustments but volume check consistently was less than it was calculated to be and satiety after fills lasted only 24 hours. Volume check of the system is <2 cc even a couple of days after filling 6 cc saline indicating a leak. Patient will have the entire lapband replaced."